Event description:
In 2009, the lay user/pt contacted lfs, alleging that her one touch ultramini meter was prompting her past result instead of the "apply sample" symbol. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began at 6:30am. The cca noted that the pt manages her diabetes with diet and exercise; however, it is not known what action, if any, she took regarding her diabetes management as a result of the alleged issue. At 12:00pm that afternoon, the pt reported that she became sweaty and at 12:30pm, treated self with food and/or drink. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported, because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.